Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Infection, erosion, and cellulitis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or catalog number.

Event description:
Healthcare professional reported a lap-band erosion. The device was explanted and not replaced. Additional information: healthcare professional reported event was first noticed when patient came into the office and it was found the patient had an infection. Diagnostic testing conducted showed that patient had cellulitis near the access port.